Event description:
The below narrative includes initial info received from an office manager (consumer) by a sanofi sales rep on (B)(4) 2012 plus subsequent f/u. A currently (B)(6) female (demographics not provided) with a reported medical history of systemic lupus for over 20 years that has been in remission for the past 10 years, and graves disease with no change in either of the conditions received poly-l-lactic acid (sculptra) dosage and therapy dates not provided for anti-aging purposes. The consumer developed "multiple nodules on several areas on her face." The symptoms were continuing. She was received steroid injections in the nodules on three of four occasions. Concomitant medications included liothyronine sodium (cytomel) and levothyroxine sodium (levoxyl). No further relevant info reported. Add'l info was received from a consumer on 01-mar-2012: date of birth, medical history, corrective treatment, concomitant medications were updated.